Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient thought there was something wrong with the machine, but they were not 100% certain. No further complications were anticipated/reported.